Manufacturer narrative:
(B)(4). Device evaluation: this customer reported condition of "hole in the t-connector extension" was confirmed through a returned sample evaluation. One used sample and one unused units were received for evaluation. Visual inspection of the sample identified a cut in tubing in the area close to the winged female luer in the used sample. The set passed functional and pressure testing. As a cut was identified during visual inspection this issue will be confirmed for the used sample. Causality was not established as part of this evaluation. A batch review was performed and no issues or deviations were noted.

Event description:
It was reported that one interlink t-con ext set/micro-bore had a hole in the t-connector extension and the peripherally inserted central catheter (PICC) had to be re-started. This occurred during infusion but before medication was delivered. There was patient involvement but no patient injury, medical intervention, or adverse reaction was reported. No additional information is available.

Manufacturer narrative:
(B)(4). If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.